Manufacturer narrative:
¿H10 h3, h6: the reported 4.0 mm elite abrader burr, used in treatment, was returned for evaluation. Visual assessment of the device confirmed the reported complaint. The condition of the returned product does not match the condition of a new product. The product had visible gall marks along the inner side of the outer burr sheath, and the burr head was worn down, indicating side-loading of the product and contact between the burr and sheath during use. The burr component, which was separated from the body of the inner assembly, had actually separated from itself. The remaining tail end of the burr component could be seen within the inner assembly tube; the weld was intact. The metal burr component had been broken off below the weld. IFU pn 1060595 rev w states ¿do not allow the rotating portion of any blade or burr to touch any metallic object damage to the blade can range from a slight distortion or dulling of the blade edge to actual fracture of the tip in vivo¿ / ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly.¿ there is evidence that the device was used. The conditions observed are consistent with the effects warned against in the IFU when the device instructions are not followed. A review of the manufacturing and complaint records was performed for this lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a foot joint surgery, the tip of the "4.0mm elite abrader blade" came off immediately after opening the package. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.